Manufacturer narrative:
Date sent: 05/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hand assisted nephrectomy procedure, the seal cap assembly tore. Another device was used to complete the procedure. There was no patient consequence.